Event description:
The report from the descover database indicated that approx ten (10) months after the index procedure the pt was re-admitted to the hosp with a diagnosis of c hest pain. Coronary angiography demonstrated a 90% in-stent-restenosis of the previously implanted cypher stent. The pt was reported to have been complaint with his medical regimen/antiplatelet therapy of: aspirin 325 mg qd and plavix 75 mg od. The restenosis was treated by implantation of an additional cypher stent.

Manufacturer narrative:
The indication for the index procedure was a positive funcitonal study for ischemia/silent ischemia. The pt was reported to have an ejection fraction (ef) of 60% and >=50% stenosis in the left anterior descending (lad), circumflex, and right coronary artery (rca). The target lesion was the proximal circumflex. The lesion was reported to be: be novo, 2.5 mm vessel diameter, 20 mm in length, little or calcium, and a 90% stenosis. A cypher 2.5/28 mm stent was implanted after pre-dilation. The residual stenosis was 0% angiogrpahic success was achieved for the lesion. For flow pre and post-procedure was timi 3. There were no reported complications or device malfunctions. The product is not available for evaluation and testing